Manufacturer narrative:
As of (B)(6) 2015, fujifilm is not aware of any patients affected by this incident. To date, the subject endoscope has not been returned to fujifilm for evaluation. Fujifilm will update this report based on any new information following the evaluation of the subject duodenoscope.

Event description:
A field service specialist from fujifilm medical systems, inc., endoscopy division (fmsu-esd) was notified by telephone regarding the following incident: while the customer was conducting a staff in-servicing on ercp duodenoscope reprocessing, the customer discovered that remnants of a biliary stent remained in the scope post reprocessing. During the in-service training, the stent was expelled from the duodenoscope during the brushing process. The customer is investigating the possibility of cross contamination. The subject duodenoscope is being shipped to fmsu-esd for evaluation.